Event description:
It was reported that a spectrum pump did not output the correct fluid amount. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification and the customer reported issue 'does not output correct fluid amount' could not be reproduced during evaluation. The reported condition was not verified. Evaluation performed flow accuracy testing and found the device performing under 5% error. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.